Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 510mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated by a non-healthcare provider with insulin via pump. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to changes the customer made to the basal program. The bolus totals matched and all boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.